Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of rv lead noise was observed during follow up that resulted in inhibition of pacing and pauses in cardiac rhythm while patient was seated and relatively motionless. Noise episodes were also noted to have been recorded by device. Rv lead impedance was low, but stable, for period visible on impedance measurement graph. The rv lead was reprogrammed. The patient will return for follow up. No other intervention planned at this time.